Event description:
It was reported the burr became stuck in the lesion. A procedure was being performed using a rotapro 2.00mm for treatment. During the procedure, the physician noted that the rotapro burr had become stuck in the lesion. The physician used a double guide technique in order to release the burr, and was successful in doing so. The device was then removed from the patient and replaced with another similar device. The procedure was completed successfully with the second device, and no patient complications resulted due to this event.